Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare for investigation and was visually inspected. Results: upon visual inspection a horizontal crack was found below one of the ports on the complaint chamber. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the complaint chamber was used during hfo therapy with a sensormedics 3100b. The customer was advised that for this application only the mr290hfv chamber should be used. Since the mr290v chamber is not compatible with the sensormedics 3100b it is likely the contributing factor to the reported crack. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290 state the following: maximum operating pressure: 8kpa. Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use only the mr290hfv with the sensormedics 3100b.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the mr290v vented autofeed humidification chamber cracked along the seam. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint mr290 vented autofeed humidification chamber caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the mr290 vented autofeed humidification chamber cracked along the seam. No patient consequence was reported.